Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, an event of hemorrhage and exacerbation of heart failure was reported. The event was resolved with noninvasive ventilation and medication. The patient was stable following the procedure.